Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use in the form of biological material was observed in the proximal skive hole. Visual analysis revealed that the catheter body was kinked towards the juncture hub. Microscopic examination confirmed the defect. The kink seems consistent with damage due to undue force during insertion. The kink on the catheter body measured 43mm from the juncture hub. The catheter body total length measured 163mm which is within the specification limits of 158.5mm-175mm per the catheter graphic. The catheter body outer diameter measured 2.87mm which is within the specification limits of 2.85mm-2.95mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .032" was inserted through the returned catheter. Little to no resistance was observed as the guide wire passed completely thought the assembly. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was kinked towards the juncture hub. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion of the catheter over the guidewire, the user found the catheter was kinked and would not slide over the guidewire. The catheter was not inserted in the patient. A new catheter was obtained for use. No patient harm reported.

Event description:
During insertion of the catheter over the guidewire, the user found the catheter was kinked and would not slide over the guidewire. The catheter was not inserted in the patient. A new catheter was obtained for use. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).